Event description:
It was reported that during the preparation of a nc trek balloon dilatation catheter (bdc), as the indeflator was being attached to the hub, the shaft approximately 1 inch from the hub cracked and separated into two pieces. There was no patient involvement and another unspecified bdc was used for the procedure. There was no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.